Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported smelling and seeing smoke come from the back of a cycler. The patient was not in active treatment and was not connected to the cycler, but just happened to be in the room with the cycler and noticed the smell and visually saw smoke. Upon follow up, the patient reported that there were not any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient received a new cycler and the patient is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned for analysis.

Manufacturer narrative:
Additional information: d.9.h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage. The catch-post hipot test passed. The patient hipot test passed. The current leakage test passed. The touchscreen test passed. The temp test passed. The heater safety test passed. The voltage calibration check passed. Voltage check passed. Patient sensors test passed. Valve actuation test passed. System air leak test passed. Post-ast 2hours 15mins 8500ml simulated treatment was performed without any failures or problems. No fluid leaks in the test cassette during the test. An internal visual inspection of the returned cycler was performed and found no discrepancies.in addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported smelling and seeing smoke come from the back of a cycler. The patient was not in active treatment and was not connected to the cycler, but just happened to be in the room with the cycler and noticed the smell and visually saw smoke. Upon follow up, the patient reported that there were not any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient received a new cycler and the patient is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned for analysis.